Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a broken pinch valve pv49. The fse proceeded to replace the pinch valve tubing to resolve the leak and the aspiration errors. The fse also replaced the solenoid for pv49 which was broken by the customer during troubleshooting. Failure mode of the leak is attributed to the tubing at pv49. (B)(4).

Event description:
The customer reported obtaining aspiration errors and a leak from pinch valve pv49 of the lh 500 hematology analyzer. The customer stated that approximately 30 milliliters of fluid leaked and was not contained within the instrument. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or exposure. The customer attempted to troubleshoot the leak by replacing the tubing at pv49 and inadvertently broke the pinch valve.